Event description:
Night sweats, insomnia, really freaking bad panic disorder and anxiety, brain fog, forgetfulness, tremors, mood swings. It just goes on and on. I'm a shell of who I once was. Joint pain all the time. Persistent headaches. But most of all, it's the panic and anxiety. I got breast implants(750cc high profile) (B)(6) 2017. Started having high blood pressure 6 months later. (B)(6) 2020 I started having leg tremors bad. It set my anxiety through the roof and for two months I walked around in a complete daze. Couldn't eat, couldn't sleep; 24/7 panic attack. Ended up in the mental hospital in (B)(6). Put me on a ton of meds. After 3 months it calmed down. Then it started back up again this past (B)(6) . At 3 am I woke up trembling and confused. Now everyday I've been so anxious. I've had panic attacks for about 12 years but this is so much worse. I could almost deal with the pain, but I cannot deal with the mental confusion and anxiety. The neurological issues are very serious. I almost ended it all. And not because I wanted to die, but because I literally felt insane. Screaming like a mad woman. I've had multiple doctors rule this as breast implant illness. FDA safety report ID # (B)(4).